Event description:
The customer reported that the system would only display a white image. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The service rep determined that there was no video from the closed circuit digital camera. No conclusion can be drawn as repair info is unavailable and no add'l service info was provided.